Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported that the customer passed away due to low blood glucose levels and a seizure. The customer's wife stated she would return the insulin pump for analysis, but she does not want it back. Nothing further was reported.